Event description:
A shockwave c2 intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal left anterior descending (lad) artery with a 7fr catheter and 3.5 ebu guidewire. Initial efforts with a 2.5mm non-compliant balloon and a subsequent non-compliant balloon inflated to 16 atm showed suboptimal expansion. A 2.5mm ivl was then deployed delivering 50 pulses. Upon attempted removal the shockwave balloon became entrapped within the calcified lesion. Multiple techniques were attempted to retrieve the device by rewiring with a corsair xs microcatheter past the balloon, advancing the guide catheter, trapping the balloon shaft, and inflating smaller balloons to dislodge. These attempts were unsuccessful, and the balloon shaft broke during extraction attempts. An intraortic balloon pump (iabp) was placed, and the patient was transferred to the operating room (or) for emergency coronary artery bypass grafting (CABG). In the or, initial surgical efforts to remove the wedged balloon were unsuccessful. Ultimately, a modified ikari r 5fr guide catheter was employed to navigate over the wire and dislodge the balloon with significant effort. The device was successfully removed, and the patient was stabilized. Post procedure information was provided, and the patient is now on dialysis. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the difficulty to advance and broken balloon shaft could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet release acceptance criteria prior to distribution.